Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The investigation could not be completed as the customer has disposed of the device. Complaints regarding this allegation and the specific lot number involved were reviewed and showed no increase for the affected production interval.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated the lancet from an accu-chek safe-t-pro plus lancet device did not retract back into the end of the device after use. The operator had just tested a patient for blood glucose while the patient lay in bed. The operator was cleaning up the waste after testing the patient and was accidentally stuck by the lancet that did not retract back into the plastic part as usual. The patient is positive for (B)(6). The operator went to the department of infectious medicine where blood samples were drawn for testing. The operator also received a (B)(6) booster shot. (The operator has been vaccinated for (B)(6) within the last 10 years.) The safe-t-pro plus lancets were requested for investigation.